Event description:
It was reported that the event involved a (B)(6) baby. Relevant medical history/diagnosis: septic shock. While in the neonatal intensive care unit. The md punctured the femoral vein and inserted the spring wire guide. The catheter was advanced over the swg and insertion was successful. As the md was removing the swg he met with difficulty, and the swg was unraveled. An x-ray showed that the catheter had a downturned tip and according to the md "was not inserted well". As a result the md removed the catheter. The md used another es-14402. At this time there was no reported patient death. The patient was injured. Medical/surgical intervention was not required. There was a delay in therapy, because another es-14402 had to be prepped and inserted. There were no reported patient complications. Reference MDR# 1036844-2011-00427 for the next event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned.